Event description:
During baxter's review for another report of a colleague infusion pump, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.08.92, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been evaluated onsite. The reported condition was confirmed. The assignable cause were depleted main batteries. The main batteries and battery harness have been replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.